Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No - lens remains implanted. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -10.5/+1.0/179 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was reported as having an excessive vault and remains implanted. The lens is planned to exchange for a shorter lens. The patient experienced significant reduction of irido-corneal angles. The patient's post-op best-corrected visual acuity (bcva) was 20/20.

Manufacturer narrative:
The lens was exchanged for a shorter lens and this resolved the problem. The patient's post-op best corrected visual acuity was 20/20 and uncorrected visual acuity was 20/30. Device evaluation: the lens was returned in liquid in lens case/vial. Visual inspection found the haptic broken. (B)(4).